Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to calcification in the anatomy and the treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a procedure to treat a chronic total occlusion in the heavily calcified and mildly tortuous obtuse marginal artery. The bmw universal ii guide wire was advanced into the patient anatomy; however, was unable to cross and the tip of the guide wire became caught in the patient anatomy due to the calcification. An attempt was made to remove the device, but the guide wire became uncoiled and separated. The separated segment extended from the obtuse marginal artery to the left main. Two non-abbott stents, a 4.0 x 20 mm and a 4.0 x 8 mm, were deployed to crush the separated guide wire segment to the vessel wall. Post procedure, the patient was doing well. No additional information was provided.